Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the cordless driver 3 had run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.